Manufacturer narrative:
The reported event was unconfirmed and the product met specifications. Visual inspection noted one opened magic 3 intermittent catheter was received with the original packaging. Visual evaluation noted the sample was not bent, kinked, or twisted. The product was used for treatment purposes. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. A full DHR was not required due to the event being unconfirmed. The instructions for use were found adequate and state the following: "intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer."

Event description:
It was reported that the patient experienced bleeding as a result of using the catheters. No medical intervention reported follow up via phone on 22jan2021, caller stated that the catheter seemed to have been cramped/mangled in the packaging which resulted to patient was experiencing bleeding when used the catheter. No medical intervention was required. Per sample evaluation notification mail received on 25feb2021, only one catheter unopened and 11 additional used catheters in open packaging received.